Manufacturer narrative:
Device passed displacement test and self test. No blank display anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that they was trying to use insulin pump for the first time after 6 months and states battery compartment was corroded. Customer stated the contacts on the battery cap were neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.